Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open irritation from the garment rubbing on the patient's skin. The patient's physician removed the lifevest to allow the irritation to heal. The outcome of the irritation is not known. There is no indication that a device malfunction caused or contributed to the reported skin irritation.